Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ asked but not available. Initial reporter telephone number: (B)(6). Explant date: if explanted, give date: not applicable, as lens remains implanted. Device evaluated by MFR: the device was not returned for evaluation as the lens remains implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lenses (iols) had dents; however, they were implanted in the patient's eye because the defect was at the edge of the optics and should not affect vision. No further information received. This report is for the first patient involved out of 3 patients total. Separate reports are being submitted for each of the patients.